Manufacturer narrative:
Date of even: event was reported to have occurred on an unreported date in mid-october. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified drug injection (dose, route, frequency and duration were not reported) to reduce inflammation. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing during treatment. No additional information could be provided as the reporter declined follow up.